Event description:
It was reported that the patient came into the emergency department complaining of a cough. The physician noted mild congestive heart failure consistent with symptoms prior to the implantable cardioverter defibrillator (ICD) device placement. The physician was going to treat with diuretics and have the patient follow-up with their electrophysiology. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead, implanted (B)(6) 2013, 419488 lead, implanted (B)(6) 2006.